Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. Based on the information provided, the reported difficulties appear to be due to case circumstances. The failure to advance and stent dislodgement/loose stent were due to interactions with the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a stenosis in the tortuous common iliac artery. The 9x29 mm omnilink elite stent was advanced but the stent moved and was likely to dislodge due to resistance with the anatomy so it was carefully removed. Next, a 7x29 mm omnilink elite stent was attempted but failed to cross due to the anatomy. The stent delivery system was removed. An unspecified self expanding stent was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.